Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused shortness of breath and a history of congestive heart failure. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused shortness of breath and congestive heart failure. The patient alleged hospitalization due to CPAP issue. The medical intervention that the patient received in response to the events are currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Sections b7 (medical history), e1 (initial reporter) and h6 updated in this report.